Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was in pain and was miserable. The patient also noted she planned to have her stimulator removed. There were no further complications that have been reported as a result of this event.